Event description:
It was reported that the asymptomatic patient presented to the hospital with the error message "an error in pacemaker software has occurred". The patient's presenting rhythm was intrinsic faster than the base rate. The hardware elective replacement indicator byte could not be obtained, as an error message was displayed. A device download failed and the pulse generator went into backup mode. The device was replaced.

Manufacturer narrative:
Final analysis found multiple flipped bits, preventing pulse generator interrogation. Battery load tests indicated that the battery was depleted to 2.19 v, which is end of life (eol). The flipped bits caused high current drain, depleting the battery to eol. When a new battery was installed, normal device function ensued.